Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the shunt sensor leaked. No patient involvement as this occurred during prime, product was changed out, procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 23, 2048. (B)(4). The returned sample was visually inspected, the buffer, caps and sparger assembly were not present upon receipt. The returned foil pouch visually inspected, no buffer residues found, the internal foil was not returned. The unit was then connected to a closed circuit, pressurized with air and entered into a water bath, at 307 mmhg the leak was observed at the large blue cap. The unit was then removed from the water bath and an attempt was made to tighten the large blue luer cap, a clicking noise heard and turned about a quarter turn. The blue cap was opened and closed again & then leak tested, pressurized with air up to 1042 mmhg for 30 seconds and submerged into water bath - no leaks were observed. A retention sample from the affected product code/lot number was visually and leak tested. No anomalies and able to passed the leak test. The root cause was that, during the setup of the circuit or during the gas calibration, when the large blue luer cap was loosened, it had not been retightened properly, causing a leak from the cap. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.